Manufacturer narrative:
Product complaint # (B)(4). Based on the product analysis completed on 2/28/2018, this product event has been deemed FDA MDR reportable. Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. Procode: krd/hcg. Complaint conclusion: as reported by a healthcare professional, the 3mm x 6cm orbit galaxy complex xtrasoft (640cx0306/17482872) hydraulic coil failed to resheathe. Details regarding the procedural situation that led to resheathing of the coil were not reported. It is not known if there was any injury to the patient as a result of the event. A non-sterile 3mm x 6cm orbit galaxy complex xtrasoft coil was received coiled inside of a pouch. The hypotube was inspected and several kinked were observed. The introducer was not received for evaluation. The support coil, the gripper, and the embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope. No damages were noted to the gripper while the embolic coil was found stretched. Functional testing could not be performed as the introducer was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿coil introducer ¿ zipping difficulty- re-zipping¿ could not be confirmed since the introducer was not returned for evaluation. Neither the product analysis nor the manufacturing review suggest that the reported failure could be related to the manufacturing process. The exact cause of the event could not be conclusively determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the 3 mm x 6 cm orbit galaxy complex xtrasoft (640cx0306/17482872) hydraulic detachable coil delivery system failed to resheathe. It is not known how the procedure was completed or if there was any injury to the patient. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections: section: additional information received indicated that the intended procedure was coil embolization. The device was stored and handled according to the instructions for use (IFU). The coil delivery system was prepped without any difficulty and an adequate flush was maintained. No visible product damage was noted. The user did not apply excessive force while unsheathing or resheathing. The coil was replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was delayed ¿not too long¿ due to the event. Updated complaint conclusion: as reported by a healthcare professional, the 3mm x 6cm orbit galaxy complex xtrasoft (640cx0306/17482872) hydraulic coil failed to re-sheath. Details regarding the procedural situation that led to resheathing of the coil were not reported. Additional information received indicated that the intended procedure was coil embolization. The device was stored and handled according to the instructions for use (IFU). The coil delivery system was prepped without any difficulty and an adequate flush was maintained. No visible product damage was noted. The user did not apply excessive force while unsheathing or resheathing. The coil was replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was delayed ¿not too long¿ due to the event. A non-sterile 3mm x 6cm orbit galaxy complex xtrasoft coil was received coiled inside of a pouch. The hypotube was inspected and several kinked were observed. The introducer was not received for evaluation. The support coil, the gripper, and the embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope. No damages were noted to the gripper while the embolic coil was found stretched. Functional testing could not be performed as the introducer was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿coil introducer ¿ zipping difficulty- re-zipping¿ could not be confirmed since the introducer was not returned for evaluation. Neither the product analysis nor the manufacturing review suggest that the reported failure could be related to the manufacturing process. The exact cause of the event could not be conclusively determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.